Event description:
On (B)(6) 2012, the patient called the vad coord. With red heart alarms, xray done with no obvious fractures. The patient continued to have red heart alarms. (B)(6) 2012 dl log file: the log file showed the 2 pump stops/red heart alarms that you reported.